Manufacturer narrative:
Two samples were received. #1 sample had damage to the line cord showing discoloration on the exterior vinyl that appeared to be result of excess heat. That non-working sample could not be tested. However, inspection noted pvc enclosure was stiff and lacked flexing capability. Pvc was discolored with faint blue color probably from fabric cover. There was a dark spot, seemingly where the unit overheated. The unit was cut open for inspection. The wire that was located on the thermostat had turned color. The wire had intermittent contact causing heat build up. #2 sample was intact and could be tested. The tests showed the sample worked within specifications, although the consumer complained of the same problems as sample number one. The pvc was stiff, similar to sample explained above. The second sample passed tests of temperatures, leakage current and hipot with results within limits. The sample had internal foam bunched in different areas. This usually implies the unit was folded or bunched during use. The ib states that the heating pad should be used flat and draped over the body.

Event description:
This complaint received via (B)(4)'s market surveillance program. Consumer alleges that the insulation is worn off exposing bare copper wires. He states: "there is a shock/fire hazard! There should be some kind of strain relief on the power cord at the heading pad preventing stress of the insulation. It is also possible that seal around the power cord was heating beyond the melting point of the insulation. This could have weakened the insulation. On your web database I don't see that model is certified." The consumer supplied (B)(4) with two heating pads which were sent to conair for analysis. Report is in this form.